Event description:
It was reported the pt went to the ER and was admitted to the hosp due to experiencing back spasms and nausea. The pt was also still experiencing procedural pain since she was implanted on (B)(6) 2013. The pt consulted with the implanting physician regarding the issues. On (B)(6) 2013, f/u identified no anomalies were found and the pt's issues were improving. Additionally, the pt was discharged from the hosp. On (B)(6) 2013, f/u identified the issues have resolved and the pt is receiving effective stimulation from her scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.